Event description:
Patient underwent an aorto-bifemoral bypass in 2004 since they were diagnosed for an aortic occlusion with bilateral severe leg claudication. Patient left the hospital on the 5th day with no associated complications. In about 2 1/2 months later, during a follow up visit, patient complained of some knee pain and lower thigh numbness with burning. Physician indicated that these symptoms were related to surgery (groin incision). In about a month later, the allergy specialist indicated that patient presented an urticaria with pressure, a band-aid allergy and an allergic breakthrough. Medication was provided to the patient to treat the symptoms. Current patient status is unknown.